Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilation. During first inflation at 4 atmospheres for 3 seconds, the balloon ruptured in a pinhole form at the middle part. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.